Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump unable to prime during prime test and motor error during basic occlusion test due to flush/loose drive support disk. The motor was tested outside the device and passed. The insulin pump received with scratched lcd window. The insulin pump received with rattling vibration due to vibrator motor adhesive not adhering.

Event description:
It was reported that the customer's insulin pump alarmed motor error during rewind. It was stated that the device was not exposed to a high magnetic field. It was stated that the drive support cap appears to be loose at one side. The self test was performed and passed. No further information was provided.